Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a uti a week and a half ago, and since then they start peeing, and can't control their bladder. Patient also stated that they are still having to wear and depend to the pad, and have to change 2 pads a night. Patient mentioned that they are done with their medications for uti. Agent had the patient connect to the ins and reviewed increasing stimulation. Patient was able to feel the stimulation on a comfortable level, but they are feeling the sensation on the implant site. Agent offered to change programs, and reviewed desired stimulation and that's they should feel it on the bike seat area, but patient insisted to try to stay on the current program for now. Patient to monitor the issue and redirected to the hcp if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of feeling sensation on the implant site was determined. They reported that was most likely caused or contributed to this issue was probably that the device was turned up. They reported that steps taken to resolve the issue included that on november 4th, they turned the device "back one". They reported that the issue had been resolved.